Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When inserting the ceramic liner into the pinnacle acetabular shell, using the ceramic liner inserter and mallet, the ceramic liner chipped at the outer edge. Ceramic liner removed by consultant orthopaedic surgeon and visible fragments also removed. A new liner was obtained and inserted and operation completed.

Manufacturer narrative:
This complaint was reopened momentarily, so that the country of the complaint could be corrected. Depuy still considers the investigation closed, as this correction does not affect the outcome.

Manufacturer narrative:
The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information was sent for further investigation to the (B)(4) supplier. The supplier report was received which states protocols and certificate of conformance were reviewed. The quality documents show that the values obtained on the part were according to the specification valid at the time of production. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4).